Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of an image not being displayed could not be identified, nor could the phenomenon be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus. The evaluation noted there were no issues with the image. However, the video connector was found cracked potentially attributing to a loose connection. Also, coupler is damaged/corroded. The investigation is ongoing; however, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
The olympus was informed that the customer high-definition autoclavable camera head has a connection problem, ¿maybe a bad or loose connection where the camera plugs in.¿ the reported problem was found during preparation for use. No death, injury or harm was reported.